Event description:
Four (4) years ago, the pt came into office (dental clinic) for an extraction of #3. Recently, the pt found that she had nylon rayon in skin around neck area. The pt said there was floss looking material, coming out the pt's skin and around pt's neck.

Manufacturer narrative:
The device referenced in this report was not returned to olympus terumo biomaterials corp for evaluation. After receiving this report, olympus terumo biomaterials corp. Reaffirmed as follows: nylon rayon is not used for the mfg process of foundation, including its surrounding process. (B)(4). Nylon rayon is not included in main material and other materials; it would be impossible to contaminate with the nylon rayon substance during the mfg process because its control is closely-supervised to clean area and clean bench. In conclusion, the MFR are confident that nylon/rayon has no part of foundation.